Event description:
Description: I bought clear care disinfecting kit after failing to remove the lint stuck to my contacts. After the purchase, I immediately open the package in my car outside the store. My contact was bothering my eye so bad from the day I did a quick glance at the large bottle and another at a smaller bottle I assumed to be after rinsing normal saline solution not realizing even the difference having never used this product and assuming all contact solution "disinfected". Thus I poured the solution directly into my eye and screaming as if I had squeezed acid into it. Now, 4 days later, I am still experiencing intense pain, swelling and constant redness. With no money to afford an ER visit, I have tried every home remedy I can think of with no relief. Outcome: visit to clinic/doctor. When and how was error discovered: when I poured this horrible improperly labeled solution into my eye. Pt counseling provided: unk. Pt's age: adult (18-64 years). Reporter's recommendations: a warning in giant print across the front of label or tag warning seal before opening bottle. (B)(4).